Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low at 42 mg/dl and the insulin pump went into threshold suspend; customer woke up and checked his blood glucose level and it was 109 mg/dl. Customer declined to troubleshoot as the sensor glucose was catching up with hid blood glucose level and reading 109 mg/dl. Customer was pressing the sensor while sleeping. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-05432 for sensor.